Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer where the customer reported that while administering a dose of therapeutic lu psma there was a leak somewhere during patient use. There was patient involvement, and no adverse event was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, but a device history will be performed.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.